Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12563. It was reported the patient lost effective stimulation coverage following an automobile accident approximately 9 months ago. The patient reported x-rays were taken at that time and showed the leads had migrated. The patient is now being seen by a different physician and new x-rays were ordered.